Event description:
Patient was revised to address suspected infection. Poly wear was also reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and complaint database search was not possible as the product code and lot code required were not provided. The investigation could not draw any conclusions regarding the reported event, based on the lack of product to examine and insufficient product information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.